Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and the ipg was not working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.